Event description:
Additional review revealed that the patient's battery depleted a few days after the check on her device showed is was at 50%. It was noted that she rarely turned the device on because the lead alone was enough to help with sciatic pain. It was reported that the patient's device was removed because she was in a car accident and the device stoped working. It was later reported that the patient lost coverage in her left leg after the patient was involved in a car accident. It was noted that an impedance check was done as well as an x-ray and impedances were within normal range and there was no change in lead location. It was later reported that the patient had to have her device changed out after a car accident. When the patient had a device replacement her health care provider (hcp) discovered that two of her leads were not working.

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the patient was informed prior to the device change out that her coverage would not change with the change out, as the patient wasn't getting coverage prior to the exchange. No further information was available.

Event description:
It was reported the patient had no stimulation sensation. The patient indicated that the internal neurostimulator (ins) depleted from half to empty in about a week. The patient had an accident in january and the leads were never replaced. The manufacturer representative checked the leads at the time of the accident and didn't determine there was an issue because, the patient was getting therapy. The patient indicated that her therapy didn't work right and she only had partial coverage after her accident and with further programming. The ins was replaced march 12. The patient recovered without sequela.

Manufacturer narrative:
Product ID 7495lz25 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ extension product ID 7495-25 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ extension product ID 7435 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ programmer, patient product ID 3998 lot# l85281, serial# implanted: 2002 (B)(6), explanted: product typ lead. (B)(4).